Manufacturer narrative:
Concomitant: product ID 355018, lot# w60122, implanted: 2014-(B)(6), product type accessory. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional information indicated that the lot # for product ID 3889-28 was (B)(4) and not (B)(4) as previously reported.

Event description:
Additional information received confirmed that all combinations with contact #0 had elevated impedances. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4) product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that the knuckle of the lead at the presacral area was continuing to bother the patient. After the patient exited the study on (B)(6) 2015 the patient had a lead replacement. Interventions included reprogramming. Cycling settings were deleted. No changes to amplitude or pulse width were made.

Event description:
Additional information reported the amplitude was increased, amplitude resolution was reduced, hertz was increased, and the amplitude limit was increased as an intervention during the (B)(6) reprogramming prior to lead replacement. If additional information is received a follow-up report will be sent.

Event description:
It was reported the patient suffered a lead fracture of unknown etiology which resulted in reprogramming from the cycling settings. The doctor was unsure whether it would require surgical intervention. The patient denied falling or having any trauma. They noticed an increase in urinary symptoms and realized that she was unable to turn on the programmer to make adjustments. Additional information received reported on 2015-(B)(6) the patient was unable to feel stimulation and impedances tested at 2 volts showed: c/0, 0/1, 0/2, and 0/3 were all >4,000 ohms. It ¿appeared to indicate that there was a fracture or disconnection of the lead at the position of the 0- most distal electrode.¿ prior appointments showed the impedances were within normal limits (wnl). The patient had their first appointment on 2014-(B)(6) and their first randomized cycling setting was made. They felt the stimulation vaginally and her symptoms continued to be well-controlled. For five days prior to report the patient noticed an increase in urinary frequency, urgency, incontinence, and increased irritable bowel syndrome (ibs) symptoms. The severity was mild. They no longer felt any stimulation. Upon I interrogation of the implantable neurostimulator (ins) it was found to be turned on. They had not made any adjustments since the initial cycling appointment. They had their last chiropractic treatment 2-3 weeks prior to report. Their chiropractor used a machine in their mid to low back area which caused vibration but did not emit any electrical stimulation and it was not applied over the sacrum. The patient continued to have benefit from the device and felt the stimulation long after their last chiropractic treatment. The patient¿s program was changed. After the program change, they felt stimulation comfortably in the vaginal area at 1.7 volts.

Event description:
Additional information was received from the healthcare professional of a clinical study which indicated reprogramming in (B)(6) 2015 included creating program 1, 2, and 3. Program 2¿s amplitude was increased, program 4¿s electrode polarity was changed and amplitude limit was increased. The patient¿s indication for use was gastrointestinal.